Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: a1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner experienced significant delays when attempting to log in due to issues with the lumidigm software. A technical support specialist (tss) dialed into the station and logged in as cfn admin. The tss then opened the "programs and features" control panel and uninstalled all programs with "lumidigm" in their name. After rebooting the device and logging in again as cfn admin, the lumidigm drivers were downloaded from eft and transferred to the station. The drivers were extracted and installed, followed by another reboot of the station to resolve the issue. A user tested the biometric identifier (bio ID) sensor to ensure it was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.